Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the filter ladder was stuck in the collimator, which was removed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a thoracolumbar procedure, the pendant showed a collimator error. The site attempted to reboot the system without resolution. Technical services advised the site to check the motion controllers and the rotor controller was verified but not homed. As a temporary fix to get through the case, the run level was changed in the smart terminal from 6 to 8. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.